Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 4.9 mg/day), bupivacaine (7 mg/ml at 3.4297 mg/day), and baclofen (15 mcg/ml at 7.349 mcg/day) via an implanted pump. It was reported that sometime after the replacement procedure in 2019 the patient experienced a loss of therapy. She felt that she was not getting adequate pain relief even after multiple dosage increases by the managing physician. The specific date was unknown as it slowly evolved after the replacement procedure. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. A catheter dye study was done on (B)(6) 2021 and the hcp was able to successfully aspirate 2 ml and confirmed that the catheter was intrathecal. On (B)(6) 2022, the patient was taken to surgery and both the pump and catheter were replaced. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
H3: the pump was returned, and analysis found no anomalies. H3: the catheter was returned, and analysis found the catheter had damage to the transition tubing and analysis identified an area of compression on the catheter body. Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type catheter product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.